Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and the reported symptoms were duplicated. The causes were due to a defective fan and damaged coupler.

Manufacturer narrative:
(B)(4). A review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2011. During the procedure, the fan on the motor drive unit was noisy. The procedure was completed using a second motor drive unit with no adverse patient consequences.